Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. The right ventricular (rv) lead was possibly fractured. The lead currently remains in use and is expected to be replaced. No further patient complications have been reported as a result of this event.